Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.new information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed that the subject device was returned to olympus without conducting/completing reprocessing at the facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects inside the adhesive of the bending section cover. There were no reports of patient involvement.